Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for blood glucose levels between 300 and 400 mg/dl. The customer stated that she was vomiting prior to being hospitalized. Found that the customer changes her needle based infusion set every three days. Advised that needle based infusion sets should be changed every two days. The customer stated she would be calling back to troubleshoot after changing the infusion set. Nothing further was reported.